Event description:
It was reported that the patient normally had stimulation from her leg to her feet, but she wasn¿t getting stimulation in her feet at the time of the report. This started about a month prior to the report around the same time that she had a stroke. The symptoms had a sudden onset. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
About two months later it was reported that the patient does not have concerns with their device or therapy. The patient does not currently have a doctor.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37092, lot# 275900001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).